Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device used on the patient; see MDR no. 3013394970-2018-00514 for the second device reported that was used on the same patient.

Event description:
The user facility reported that the angio-seal device anchor was pushed out of the sheath, but was not deployed and came back into the sheath, so-called shuttling occurred. The angio-seal device was not use and another angio-seal device was therefore used. But the same shuttling occurred. Manual compression was then applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. Estimated blood loss was less than 250cc. The procedure before deploying the device was ppi (percutaneous peripheral angioplasty). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament. There was no health damage to the patient. No equipment or other devices were used with the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6 fr angio-seal sts plus device was received for evaluation. Visual inspection revealed that the carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor along with the collagen was exposed at the tip of the hemostasis sheath. There was no damage noted near the monofold and no amount of the tamper tube was released. There is no evidence that this event was related to a device defect or malfunction. The likely root causes for a pullout event may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The exact cause of the reported event cannot be definitively determined based on the available information.